Event description:
A2000 mayfield skull clamp slippage led to a laceration. The description is as follows: "patient was in a prone position and had been pinned into the skull clamp, surgeon went to patient's feet, end of the bed, and when he turned around the patient's head had slipped out from the skull clamp. Patient suffered a laceration (approximately 1 centimeter or so long) to the head from the skull pins. Patient was repositioned with the skull clamp and stayed secure for the remaining 2 hrs of the procedure. Skull pins were not kept from the case and further clarified as doro pins used". The patient was pinned for a couple of minutes when the incident occurred. There was a 15 minute delay as a result of this issue. The patient recovered. It is unknown whether any medical intervention was required.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.